Manufacturer narrative:
Device passed displacement test. However, device alarmed a33 during basic occlusion test due to detached end cap and loose or protruded drive support disk noted. The test reservoir p-cap was able to lock in place.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the drive support cap was sticking out. The customer stated that the insulin pump had fallen off and broken. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.